Event description:
It was reported that during a colon procedure, the device stapled but would not cut. The surgeon had to open the colon again to do the colon anastomosis again with a second clamp. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition and void of staples. The breakaway washer was present and was noted to be upside down. The return washer was removed and the device was tested for functionality with a test washer, the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described was confirmed due to the condition of the returned washer. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).